Manufacturer narrative:
Results: circuit breaker.

Event description:
It was reported by service report that the circuit breaker was tripped as a result of the ac power cord being frayed. No pt involvement or adverse consequences are reported.